Manufacturer narrative:
The t:slim g4 user guide recom­mends periodically checking the bat­tery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut down due to low battery power that was not addressed by charging the pump. It was also reported that the customer was unable to reload their cartridge onto the pump due to having less than 50 units of insulin left in the cartridge. Customer reported a blood glucose (bg) level of 500 (mg/dl) and ketones. An injection was delivered and water with electrolytes was consumed to address ketones and bg levels. Customer charged the pump and was later able to load a new cartridge and resume insulin delivery.